Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. After inserting the catheter through the sheath, air bubbles were observed to be coming out of the farawave tip. The catheter was removed, the sheath was flushed and after reinserting the catheter the problem persisted. The catheter was replaced and the issue was solved. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Aradrive sheath was returned with a related farawave still inserted through the hemostatic valve end. The catheter was removed to proceed with further analysis. An attempt to prepare the faradrive sheath for leak and aspiration performance testing, was unable to completely purge air out of the shaft with deionized water. The shaft was observed to refill with air from an existing leak path; therefore, no testing was completed. Removal of the handle cap to inspect the internal components found the external valve to be torn on the outer face and the internal valve to be deformed open, towards the distal end of the sheath. The hemostatic valve defects compromised the device's ability to seal pressure and fluid within the sheath. Inspection of the flush lumen port found the luer to be torn where the adhesive filet bonds the lumen to the valve hub; an attempt to evaluate if this defect contributed to the allegation, by injecting deionized water into the flush lumen port, did not cause the defective area to leak. Due to the uncertain possibility that the torn flush lumen luer could have contributed to the allegation, the cause of this defect could not be determined.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. After inserting the catheter through the sheath, air bubbles were observed to be coming out of the farawave tip. The catheter was removed, the sheath was flushed and after reinserting the catheter the problem persisted. The catheter was replaced and the issue was solved. The procedure was completed successfully. No patient complications were reported. The device has been returned for laboratory analysis.